Event description:
Boston scientific received information that a physician reported an overall observation that the vitality el battery depletes rapidly when nearing elective replacement indicator (eri). No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.